Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for one patient. A patient sample gave an accu tni result of 0.84 ng/ml. The original sample was re-tested several times and accu tni results were in the range of 0.02 ng/ml- 0.13 ng/ml, and one result of 0.98 ng/ml. A fresh sample collected from this patient gave a result of 0.5 ng/ml. The erroneous results were reported out of the lab. No report of change to treatment has been reported to bci regarding this event.

Manufacturer narrative:
Three levels of qc were tested prior to and after the event, and were within established ranges. A system check completed in 2008, met specifications. Customer centrifuges samples at 3,500 rpm for 5 minutes. Per tube manufacture's insert: the required centrifuge time is 15 minutes at force of 2,000-3,000g. A field service engineer (fse) was dispatched to the customer's lab: the fse performed the accu tni protocol guidelines for erroneous results. The fse noted all instrumentation hardware and functions met specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.